Event description:
It was reported to boston scientific corporation that during an anterior/posterior pelvic floor repair procedure using the pinnacle pfr kit, the capio needle detached from the suture when the pinnacle mesh leg was delivered through the ligament. The needle was retrieved. The procedure was completed with another of the same device with no complications to the pt, who is reportedly "well" post-procedure.

Manufacturer narrative:
The lot number is unk; consequently, the manufacture date of the device is unk. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.